Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the post-operative complication(s) experienced by the patient. It is also unknown if this complaint was previously reported. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The surgeon name and serial of the da vinci system involved with this complaint are unknown. In addition, the date of the reported da vinci surgical procedure is unknown. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: the legal document provided claims that the patient experienced compartment syndrome and was hospitalized for 12 days after undergoing a da vinci surgical procedure. The legal document also claims that the machine broke down. However, at this time, the cause of the patient's post-operative complication(s) and details of the reported product problem are unknown.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci prostatectomy on an unspecified date. Isi was not provided with the operative report or any medical records. According to the legal document provided, the patient had prostate surgery. During surgery, the machine broke down. He spent 12 days in the hospital. In addition, the legal document noted the patient injury as compartment syndrome.